Manufacturer narrative:
On (B)(6) 2019, abaxis received a call from the customer lab reporting an issue with analyzer sn: (B)(4) stating that the device displayed a 4042 temperature error, the fan was not turning, and that there was a burning smell coming from the device. No fire or injury was reported. The customer sent the device in for repair. During evaluation of the device, the fan was making a high pitch sound during rotor one testing. The device failed the motor driver test. The cam motor was making a squeaking noise when the drawer was opened and closed. It was observed that the drawer's motor gear was cracked. The device was displaying "411f illegal product" code error during thirteen rotor tests. The fan, fan filter, and cable assembly were replaced to resolve the reported problem. The analyzer was cleaned thoroughly. Passed all required tests, and was returned to the customer site where it remains. No further actions were required. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019. There has been no reoccurrence regarding the issue of burning smell with this device post repairs.

Event description:
The customer reported that the device displayed a 4042 temperature error, the fan is not turning, and that there was a burning smell coming from the device.